Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 2 mcg/ml clonidine at 0.012 mc/day and 5 mg/ml dilaudid (hydromorphone) at 0.03 mg/day. The reason for use was spinal pain. It was reported that a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. The pump status and/or event log reported a motor stall occurred, and the motor stall was active. The pump stalled on (B)(6) 2019. The patient had withdrawal symptoms and came in yesterday ((B)(6) 2019) for a refill. The doctor saw that it stalled since the date and wanted to turn the pump off and explant in (B)(6) of 2019. The pump off code was provided for the tablet and the caller was assisted with navigating how to shut the pump off. Troubleshooting resolved the reported event. There were no further complications reported/anticipated.